Event description:
It was reported the patient was given 3 milliliters (ml) of bupivacaine (0.5%) as a spinal anesthetic via the pump side port. After this, the patient had respiratory depression, poor respiratory effort and desaturation which required intubation and general anesthesia. A reported "diagnostic test on (B)(6) 2015" indicated "surgical observation was abnormal: respiratory efforts increased following spinal anesthetic - high block queried". The patient awoke and recovered as normal at the end of the procedure. The healthcare professional (hcp) assumed that the "level of the spinal block was incompatible with the patient's pneumonitis. The event was indicated to be related to the intrathecal medication (spinal anesthesia bupivacaine via pump port). The clinical diagnosis was reported as respiratory compromise. The patient recovered without sequelae and was on home oxygen. The pump was used to deliver morphine and clonidine, though was "not in action at time of event".

Manufacturer narrative:
(B)(4).